Event description:
On august 15, 2008, isi rec'd medwatch uf/importer report with the following event description: pt undergoing robot-assisted laparoscopic-assisted vaginal hysterectomy. During the procedure, the pk dissecting forceps were placed through the trocar and was connected to the cautery. The pedal on the cautery was depressed several times, yet the forceps did not respond. When the forceps were removed from the trocar, a broken wire was detected. Post-op the pt developed a purple mark around the site of the trocar. Initially it was thought to be a bruise, after further examination, it was thought to be a burn.

Manufacturer narrative:
The instrument used during the surgical procedure has not been returned for eval. Previous investigations of similar events have shown that it is possible for the electrosurgical unit currents to pass through the pt side manipulator arms to ground through the cannula accessory and to the pt if the pt is not properly grounded, however, the root cause of the customer reported event cannot be definitively determined. A f/u MDR will be submitted if the instrument is returned (post engineering evaluation) or if add'l info is rec'd. As of september 4, 2008, there have been no reported recurrences of the issue at this hosp.